Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that an identification issue occurred. The opticross imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion, and it was noted that the opticross intended for interventional cardiology was incorrectly recognized as a peripheral intervention opticross. No patient complications were reported.